Event description:
The customer reported that the cartridge was defective. Additional information was requested but not yet forthcoming. If any additional information is obtained a supplemental medwatch form will be submitted.

Manufacturer narrative:
(B)(4). Evaluation codes method - lot work order search results: visual inspection of the returned cartridges showed they were still sealed and never opened. A lot work order search was performed and two similar complaints were found for the same customer. Conclusion: based on the complaint history, lot order search and the evaluation of the returned product, we were unable to confirm this complaint. (B)(4).

Manufacturer narrative:
The correct MFR report# is 2023826-2011-01033. Additional information was received from the sales rep that states "im not sure if it was the cartridges or injectors, but every time I do a loading inservice, all the techs do very well and don't tear lenses. Maybe its something to do with the way they clean the injectors before sterilization". The cartridges received were still sealed and never opened. (B)(4).